Manufacturer narrative:
The product, a deltec® gripper plus® safety needle, was not returned for inspection or evaluation. Instead, one photo was received and one sample was received in unused condition within its original packaging. The customer's reported problem was "when needle came out of safety housing it scratched an employee". From the photo, it can be observed a gripper product in used conditions with the needle out of the base. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. No discrepancies were found. Relevant assembly operations were reviewed and considered adequate and correct. Relevant manufacturing and quality inspection processes were reviewed and considered adequate and correct. The root cause is unknown. The most probable root cause is that the damage to the safety arm occurred after the product left the smiths medical facility.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that upon removal of this intravascular administration set from the patient, the needle came out of the safety housing, and the needle scratched a clinician. The scratch was treated as a needle stick. No permanent injury was reported.